Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 2 events for the failure: material disintegration - 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 2 events were reported for this quarter. Product return status, 2 devices were received. Evaluation findings (results/components), 2 devices: no device problem found / part/component/sub-assembly term not applicable. Product disposition, 2 devices: serviced and returned to customer. Additional information, 2 devices were not labeled for single-use, 2 devices were not reprocessed or reused.